Event description:
It was reported that the insulin pump is making a high pitch noise and the buttons are not working. The blood glucose reading is 251 mg/dl. Customer had treated with insulin pump. The keypad froze. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a frozen screen and constant tone alarm due to faulty connector on interface board. Unable to confirm keypad anomaly due to frozen screen. No keypad anomaly noted during visual inspection. The insulin pump received with scratched lcd window.